Event description:
A break in the catheter during percutaneous removal. The user did not understand well how to remove air from the internal bolster and pulled the device out. The indwelling period was 95 days.

Manufacturer narrative:
The complaint of tubing breakage is confirmed, user-related. The break in the tubing is a result of excessive force that was used during removal of the device. The break site is located between the 2 and 3 cm marker. The internal bolster was received deflated. There is a significant permanent bend/compression in the tubing/wire. The coiled internal wire is stretched and elongated and connects both the middle and distal section together. On either side of the break site shows a series of compressed linear impressions in the tubing that run parallel to the break site. The damage identified at both ends of the break site contains traits that are similar to clamping the feeding tube with serrated traumatic surgical implement. The 90 degree internal beaver tail bolster is seated distal to the traction removal site (between the 10 and 12 cm markers). It should be noted that the external 90 degree bolster is to be removed (manipulate the external bolster proximal to the traction removal site) prior to attempting traction removal so as the air deflation lumen will not be restricted by the bend in the tubing that the 90 degree bolster imposes upon the tubing shaft. The device products instructions for use (IFU) warns the user to confirm the internal bolster has deflated and is free floating within the fibrous tract prior to attempting removal. Gross visual and microscopic examinations shows no evidence of a defect or deformity related to the mfg process. The product instructions for use (IFU) provides a narrative and illustrative description for removal of the fastrac device. This appears to be a user technique issue. The device had been in place for approx 95 days prior to the complaint incident. A chr is not possible, as no mfg lot number info has been provided by the complainant.